Event description:
Same case as MFR # 2134265-2008-01614. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The physician advanced the 2.50x20mm taxus express2 drug eluting stent (des) to the lesion and the stent struts became crimped on the balloon due to the calcium in the lesion. The physician was unable to deploy the stent and then made a second attempt with a 2.50x24mm taxus express2 des with the same result. The physician made another attempt with an unspecified stent and was able to successfully complete the procedure. There were no pt complications reported with the pt's current condition listed as "okay".